Manufacturer narrative:
The user reported an unsuccessful removal attempt of the sensor sn (B)(6) on (B)(6) 2025. The sensor's site is the left upper arm. It was confirmed that an incision was made to attempt to remove the sensor. Sensor was palpable before the incision. Transmitter was used to localize the sensor. Ultrasound and magnet weren't used to localize the sensor because they weren't available in the practice. T had already been confirmed that the sensor sn (B)(6) was removed along the sensor sn (B)(6) on (B)(6) 2025 because the hcp couldn't determine which sensor was the one they needed to remove, and the user is now using the new sensor sn (B)(6) with up date information.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor sn (B)(6) on (B)(6) 2025. The sensor's site is the left upper arm. It was confirmed that an incision was made to attempt to remove the sensor. Sensor was palpable before the incision. Transmitter was used to localize the sensor. Ultrasound and magnet weren't used to localize the sensor because they weren't available in the practice. T had already been confirmed that the sensor sn (B)(6) was removed along the sensor sn (B)(6) on (B)(6) 2025 because the hcp couldn't determine which sensor was the one they needed to remove, and the user is now using the new sensor sn (B)(6) with up date information.